Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 11 with an operating system version 17.1 software version 2.10.2.7677. The awbaie low and high glucose alarms did not sound and as a result, the customer was not alerted of changes in glucose level. The customer experienced breathing problems and was provided glucose gel by a third party for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported having missing alarms. Attempted to replicate the user¿s complaint using similar configuration of iphone 13 mini ios 17.0.3 2.10.2.7677 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 11 with an operating system version 17.1 software version 2.10.2.7677. The awbaie low and high glucose alarms did not sound and as a result, the customer was not alerted of changes in glucose level. The customer experienced breathing problems and was provided glucose gel by a third party for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported missing alarms due to signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 11, ios 17.1 and app version 2.10.2.7677. The awbaie low and high glucose alarms did not sound and as a result, the customer was not alerted of changes in glucose level. The customer experienced breathing problems and was provided glucose gel by a third party for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.